Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the technician was able to confirm the reported issue and found that it was caused by a missing lid magnet, which caused there to be no voice prompts when the lid was opened. The pac technician observed that the lid magnet tabs were damaged and the lid magnet will not be retained by the tabs. The cause of the reported missing magnet was customer abuse. This device was archived by stryker. The customer received a replacement device.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.